Event description:
A nurse reported four cases of possible toxic anterior segment syndrome (tass) following cataract surgery. She was not certain of the origin and is not blaming any particular product. On the one day postoperative visit, all four pt presented with mold fibrin which was treated with an increased dosage of steroid drops. No cultures were taken. In a follow-up, the surgeon reported the event resolved with treatment. He also stated it is unk if the product caused the event but it is "not likely". There are four medical device reports associated with this event. This report is for the fourth pt.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Investigation of batch records compounding and filing: no remarks related to the mfg process, the sterilization of raw materials, equipment, components and product sterilization. All results of chemical, microbiological and toxicology tests were within specification. Out lab retested retain samples of this batch: all results conform with the specifications for the tested parameters (ph, osmo, viscosity, lal). No similar adverse events have been reported for this lot other than the three additional adverse events received from this same facility. Additional info was requested by phone, fax and mail on 12/13/2011 and 12/22/2011. Additional info was received on (B)(4) 2011 and a completed questionnaire was received on (B)(4) 2011. (B)(4).